Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the error message seen was a settings unavailable message. They also clarified that the intermittent impedances were seen along with the intermittent/sporadic stimulation with positional changes. The cause, however, was undetermined. The interventions taken included programming around the high impedance leads. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep called regarding the patient seeing an error message that stimulation cannot be adjusted. Rep states they are seeing high impedances on one lead, electrodes 0-7. Rep states initially the impedances are on electrodes 1, 3 and 7, and normally the rep is able to program around them, however in this case, the patient is getting sporadic stimulation, when they change positions. Rep states they will get high impedances on 0-7 and then electrodes 5 and 4 show red when he selects "check connectivity". Rep reports he was programmed on 0, 1, 4 and 5, and now is programmed on 2, 3, 4 and 6. Rep also reports the following impedances, measured in ohms: ref 0: 1, 4000 2, 2,000 all rest of the electrodes: 40,000 ref 2: 3: 35, 360 4: 2,840 6: 2, 340 ref 3: all: 40,000 0 and 2: 35,000 ref 4: 0: 3,000 1: 40,000 2: 2840 3: 40,000 5: 11, 040 6: 2610 7: 35,260 ref 6: 0: 2430 1: 40000 2: 2340 3: 40,000 4: 2610 5: 4080 7: 34,410 rep states the other lead shows "green" and has lower impedances. Rep also sees a message on the clinician tablet st ating to check connection of the lead. He states it seems like the contacts are "going in and out", where the patient will not feel anything, and then they will. Ts advised rep to try programming around high impedances, or have the patient meet with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were out of range impedances, greater than 40,000. They reprogrammed around the impedances. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.